Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's health care professional reported via phone call that customer was hospitalized due to low blood glucose. Blood glucose at the time of event was 13 mg/dl. She was discharged from the emergency room but spent the night because she did not have a ride. She was readmitted to the emergency room and he was attempting to treat her blood glucose manually but was unable to do so because he does not know her basal rates. The insulin pump will not be returned for analysis.